Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 25 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Unipolar pacing configuration exhibited acceptable measurements. In bipolar configuration out of range pacing impedance measurements and high thresholds with loss of capture were noted. Additionally, oversensed noise was observed. An x-ray was performed. It appeared the lead had fractured at the clavicle. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.